Event description:
The customer reported that when she was using her pump, sparks were coming from the power adapter at the point where the cord meets the transformer where she had previously placed electrical tape to cover exposed wires.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In follow up with the customer, she indicated that she sent the original power adapter; however, as of the date of this report, it has not been received. She also provided additional information indicating that there was no fire or melting, but that there were sparks "shooting from the area of the cord near the transformer housing where the wires were exposed." Exposed wires and sparking are indicative of at least one short in the dc cord, which does not pose an electrocution risk since they are on the dc side of the transformer; however, sparking poses a risk should it come in contact with a combustible material. As the original product is not available for evaluation/analysis, no definitive conclusion regarding the root cause of the reported event can be made. Should the product become available, an evaluation will be performed and a supplemental medwatch submitted at that time. (B)(4), approved on 11/18/2010, has been initiated for pump in style transformer overheating/melting issues. Any additional follow up actions will be established as a result of the CAPA process.